Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site, and subsequently, was treated with oral antibiotics (date and duration not reported). Device analysis report attached. This report is submitted on april 02, 2024.

Manufacturer narrative:
This report is submitted on march 11, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to soft tissue problems. There are no plans to reimplant the patient with a new device as of the date of this report